Event description:
It was reported that a cartridge alarm occurred during the load sequence, there was no reported adverse impact to the customer¿s blood glucose level. Customer was informed that pump was within warranty and needed replacement, received replacement pump as backup insulin therapy, and was instructed on storage for transport, while arrangements were made for return of problematic pump.